Event description:
It was reported that the user experienced a low glucose event to 58 mg/dl while using the ilet system and treated with approximately 7 grams of oral glucose, after which glucose rose to approximately 195 mg/dl and remained elevated; the caller also inquired about altering cgm target settings and was advised not to change targets without clinical guidance. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included resolution of the immediate low with subsequent persistent high glucose; no emergency care or hospitalization occurred. Investigation included complaint intake, user education on hypoglycemia treatment and cgm target settings, and troubleshooting for potential overtreatment and settings-related factors. Investigation of this case revealed no device malfunction reported and a likely contribution from treatment of the low and possible cgm target considerations; the precise cause of the initial hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.